Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtmr) to resolve the issue. The system was tested and verified as ready for use. The mtm has not yet received the component for analysis. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: error 25521 and 705 - system logs confirmed a recoverable link errors reported by the right master tool manipulator (mtmr), indicating that the link between the right embedded serialized master base (esmbr) and the right embedded serialized for master yaw (esmyr) was down. Based on the additional information obtained from fse, this complaint is reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported a recoverable error. System logs confirmed a recoverable link error reported by the right master tool manipulator (mtmr), indicating that the link between the right embedded serialized master base (esmbr) and the right embedded serialized for master yaw (esmyr) was down. Logs indicated that the customer had disabled the mtmr and then power cycled the system to restore the arm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the error was not resolved with a power cycle. The mtmr needed replacement. The issue happened right at the end of the procedure so it was completed with one mtm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the right master tool manipulator (mtmr) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure error 25521 which was alleged during the procedure, but could be confirmed via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and arm test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. There was no problem detected and no repairs were required. Additional findings during evaluation that were not reported and not related to the reported issue. The opto buttons were found to be physically damaged. The entire opto button assemblies will be replaced. The gimbal grip pads were found to be worn out and will be replaced. Link 1 covers be will replaced. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeons' left hand (mtml) and one to the right (mtmr).